Event description:
It was reported that during use with bd veo¿ insulin syringes with bd ultra-fine¿ needle the plunger is difficult to move. The following information was provided by the initial reporter: pharmacist called on consumers behalf stated, plunger rod is difficult to move, "there is a lot of resistance".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023 h6: investigation summary customer returned total of (11) syringe 0.3ml 31ga 6mm, 10 in closed polybag from the lot# 2325824 and one loose. It was reported by the consumer that plunger rod is difficult to move. All the syringes were examined using magnification and found no damages. Functionality test was performed and observed no issues with plunger movement on the return samples. Hence, the reported issue could not be confirmed. A review of the device history record was completed for batch# 2325824. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause is not determined as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that during use with bd veo¿ insulin syringes with bd ultra-fine¿ needle the plunger is difficult to move. The following information was provided by the initial reporter: pharmacist called on consumers behalf stated, plunger rod is difficult to move, "there is a lot of resistance".